Event description:
This supplemental report is being filed as additional information indicates that the product was already returned and an update from product investigation was received. Boston scientific received information that this pacemaker was part of a system revision due to staphylococcus infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to staphylococcus infection. There were no additional adverse patient effects reported. The pacemaker was explanted.